Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was in the 500's (mg/dl). Customer did not address bg level. Reportedly, the customer did not have alternate insulin therapy available.